Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump experienced a "device failure" and the customer was no longer using it for insulin therapy. Reportedly the customer reverted to manual injections for insulin therapy. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy. No additional patient or event information was provided.